Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
Customer reported that they believe they did not receive any insulin the night before due to the battery. Customer stated that their blood glucose readings were 396 mg/dl in the morning. Customer stated that they replaced the batteries multiple times and the screen keeps going blank. Customer mentioned feeling sick and vomiting. It was also noted that the battery cap was cracked. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.